Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that when the patient presented for a follow up via remote, the right ventricular lead exhibited noise with no noise reversion and a rapid increase of pacing lead impedance (pli). Between (B)(6) 2020 and (B)(6) 2020, the pli has increased from 380 to 1675 ohms. Corvue has also shown to increase over the last month. Further testings were discussed. The patient is not pacer dependent and will continue to be monitored.

Event description:
New information received notes that the lead exhibited high and out of range pacing impedance. The lead was explanted and replaced. The patient was stable before, during and after the procedure.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Manufacturer narrative:
The reported event of noise was not confirmed but high lead pacing impedance was confirmed. A complete lead was returned in two pieces for analysis. Visual examination noted calcification on the ring electrode. The cause of high lead pacing impedance was due to calcification noted at the ring electrode region. The remaining damage found was sustained during the surgical procedure. The lead was otherwise normal. Additional information: d10.